Event description:
It was reported prior to use of bd vacutainer® sst¿, 2 tubes exhibited gel smearing. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes h.3 device eval by manufacturer? Yes d9. Device available for eval?: 13-nov-2025 investigation summary: bd received samples and photos for investigation. During visual inspection for gel defects, gel strings were observed in 1 out of the 2 samples. Additionally, the photos showed two tubes with streaks of gel along their inner walls. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode gel string. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿, 2 tubes exhibited gel smearing. There was no health impact or consequences reported.